Event description:
User received low sodium results for 4 patient samples. For patient 3 of 4, the initial result was 130 mmol/l, repeat result was 139 mmol/l. User stated the patient was treated based on the erroneous result. User could not provide information regarding treatment given to patient. Information for patients 1, 2, and 4 provided in separate medwatch reports.

Manufacturer narrative:
The field service representative was unable to determine a cause and was unable to duplicate the issue. He checked ise electrodes and date. Customer ran controls which were within specifications.